Event description:
The reporter stated that the round, blue filters are becoming disconnected from the IV tubing. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
Visual inspection of the returned product confirmed a good solvent bond connection between the filter and the female luer lock. Measurements of the female of the filter and the males on the connecting sets were within tolerance. Inspection of the female of the filters noted that the ramps on the female taper were stripped, which indicates the connection had been cross-threaded with the mating component during use. There were also several fracture lines along the female taper, which is consistent with the connection being over-tightened during use. The device history record was reviewed with no issues present. Smiths was unable to confirm the issue; however, a possible cause could be determined. The damage observed indicates that the connections were cross-threaded and over-tightened by the user. The resulting damage could allow a disconnection to occur. No additional action is necessary at this time. Smiths considers this MDR closed with this report.